Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(6) affiliate, the implant of a 23mm sapien 3 valve in the mitral position via ta approach was very difficult due to patient's extensive degree of calcification. The patient's mitral valve was stenotic and the left atrium had "massive calcifications". The sapien 3 valve was deployed in a "sub-optimal position", which resulted in mild paravalvular leak (pvl). Twelve hours post-op, the patient suffered a "hemodynamic collapse", which required cardiopulmonary bypass, re-intubation and "aggressive inotropic support". Repeat echo showed the pvl grade had increased from mild to "probably moderate-severe". Repeat angiogram showed no evidence of gross valve displacement, although "micro displacement could not be excluded". Despite all pharmacological efforts, the patient's condition continued to deteriorate and the patient expired on pod4. It is perceived that "further fissuring of the calcium around the valve could have accentuated the pvl". Also, per pi, it is likely that the "mitral regurgitation was tolerated less well because it was so acute and also because of la non-compliance with the extensive mural calcium".

Manufacturer narrative:
Additional information provided clarified the valve had been deployed ¿ok¿ but due to the small cavities the valve frame obstructed the left ventricular outflow tract. Per the instructions for use (IFU), valve migration, left ventricle outflow tract obstruction, and paravalvular regurgitation (pvl), are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The edwards sapien 3 (s3) transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the s3 valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the s3 valve in this scenario. In this case, the valve was deployed as intended but due to the small cavities the valve frame obstructed the lvot. The migration and lvot obstruction resulted in the mild paravalvular leak (pvl) regurgitation, hemodynamic failure and patient death.